Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer was unable to reset the pump due to the absence of a charger and planned to call back when ready to reset the pump. Upon follow-up technical support resolved the issue by sending a replacement pump.